Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error. The customer¿s blood glucose was 152 mg/dl at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen and no significant events leading to alarm was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. The insulin pump was received with a critical pump error (open book image) alarm, pump error alarms (variable 15) were found in the formatted history and long trace files due to a hardware error, fault isolated to the keypad assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.